Event description:
It was reported by the affiliate that the (1) ax55b was used during a laparoscopic colectomy procedure. It was reported that the instrument had no staples in it and the tissue was not stapled at all. The case was completed with a new instrument and there was no consequence to the pt.